Event description:
It was reported that the customer experienced a low/high blood glucose (bg) level of 51 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed glucose tablets to address bg. Customer updated the correction factor to address the event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.